Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that the therapy is not working whatsoever no matter what they do. Patient stated that when they press stimulation on, they get the message settings not available cannot provide your desired intensity settings. Patient mentioned that the intensity settings are the same that they were before but they are not extremely high. Agent reviewed the meaning of the message with the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Patient states approximately 2 to 2 1/2 weeks ago he helped move some furniture and then a couple days later he tried to turn stimulation up related to increased back pain. However, his stimulator was giving him oor. Patient states he then called patient support and they told him to schedule an appointment with his doctor and with the rep. Patient states today was the earliest appointment he could get in. Patient has not been using stimulation since he was unable to turn stimulation up. Today and impedance check was performed and contacts two and three did have high impedance. Values were: rep did reprogram all three groups to avoid contact two and three as contact 2/3 were being used for programming. So, on all three groups program one programming was moved up using contact zero and one. Patient to try all three groups and see if stimulation feels comparable. Patient to contact office if relief is not comparable and he will be sent for imaging as well. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.